Event description:
Customer reported a false negative result with surgiscreen lot 3ss672 when cells were diluted and tested in gel. Patient was administered 3 units of blood. Patient experienced a reaction that included rash at transfusion site and swollen eyes. Ocd's medical director determined that a serious injury had not occurred. The reaction that occurred appears to be allergic and is unrelated to red cell antibodies and is transient. The transfusion reaction workup showed no evidence of hemolysis and the direct antiglobulin test was negative. The patient had end stage breast cancer and expired in 2007, customer stated her death was not related to the transfusion raction.